Event description:
Sorin group (B)(4) received a report that the battery of the s5 system could not be charged properly. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert s5 system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The unit was returned to sorin group (B)(4) for evaluation. The device was tested and successfully completed two battery tests. The issue reported by the customer could not be reproduced and therefore no root cause could be identified. No further action is deemed necessary.